Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ischemic stroke/cerebrovascular accident (cva) on (B)(6) 2015. There were no changes to the patient's condition prior to the stroke and the patient had subtherapeutic international normalized ratio (inr) at 1.3 upon admission. The patient exhibited symptoms of slurred speech and left-sided weakness. The event was treated and resolved by starting the patient on aspirin (asa) and low dose heparin (ldh). As a result of the stroke, the patient had limited left-sided mobility and function.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.